Event description:
It was reported that the device exhibited noise on the ventricular egm and that it may have been related to the two leads coming into contact. An x-ray was scheduled and the device will be turned off until the physician determines a course of action.